Manufacturer narrative:
(B)(4). Evaluation results: visual inspection of the returned product found the haptic is bent. There was evidence of clear surgical residue. (B)(4).

Event description:
The reporter stated the surgeon attempted to use an aq2015a silicone aspheric three piece lens. The surgeon noticed the haptic was bent as lens was being advanced in the injector. There was pt contact, but the lens was not inserted into the eye. There was no pt injury. Another same model and size lens was implanted. Reporter stated the cause of this incident was due to tech loading error.